Event description:
It was reported that a patient underwent a gynecological surgical procedure and mesh was implanted. The patient experienced erosion, formation of scar tissue and neurologic compromise to her structures and tissues. The patient has undergone multiple surgeries.

Manufacturer narrative:
(B)(4). Code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00177. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation on (B)(6) 2007 to treat cystocele, rectocele, enterocele and stress urinary incontinence. Post implantation the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. The patient underwent mesh removal and reconstruction on (B)(6) 2011 due to pain, erosion and discharge. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.